Event description:
It was reported that an individual with diabetes experienced multiple ¿line blocked¿ alerts. The user stated that after changing the cassette the previous day due to a line block, they replaced both the cassette and infusion set but continued to receive the same alerts. It was also noted that the cannulas were not bent upon removal. During the investigation, a solvent membrane was observed in the tubing just before the buckle component, causing the occlusion. This malfunction makes the event reportable. No patient harm or adverse events were reported.

Manufacturer narrative:
Two (2) tubing and buckle set assemblies were returned with the infusion site bases attached, along with one (1) cannula. The lot history was not reviewed, as no lot information was provided.the device underwent visual inspection, and no additional physical damage or anomalies were observed. Functional testing was performed; for sample 1, no free flow was observed during the occlusion test, and a solvent membrane was identified in the tubing just before the buckle component.the customer¿s complaint of line block alarms was confirmed. The probable cause is excess solvent application during the assembly process.